Manufacturer narrative:
The device was received. Investigation is not complete. (B) (4)

Event description:
Age at time of event: adult. The customer contact reported the control knob position did not match the displayed position. The device was programmed to deliver an unspecified medication for nausea at a rate of 500ml/hr, with a vtbi (volume to be infused) of 250ml, and the delivery was started. It was reported that after less than 1 minute, the nurse noted the device displayed a rate of 250ml/hr and that the pump was "running slower than it should have." The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects. No medical interventions were required. During testing at the user facility, the control knob position did not match the displayed position. Though requested, no additional information was provided.